Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a battery change on (B)(6) then had their leads covered and resutured due to shocking; the patient had their whole system removed and replaced on (B)(6). It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the replacement of the patient¿s whole system resolved the reported shocking. No further complications were reported/anticipated.